Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an information alleging loud noise. There was no report of patient harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center for investigation. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. In addition, the screen was scratched, and ui panel was replaced. The complaint was not confirmed. The device passed all final testing.

Manufacturer narrative:
H3 other text : the device serviced by third party service center.